Event description:
Customer reported she was hospitalized but it wasn't diabetes related about two weeks in a row but it had nothing to do with the device. Customer reported another hospitalization that she had all ready reported. Manufacture report number has been created for event. Customer stated that issue was with a battery cap and it had to be replaced. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-34751.